Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the cognition of device handling and reprocessing steps being different between the user and recommendations by olympus. Instructions for use warns of improper reprocessing by stating "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: summit health management llc new jersey urology a summit health. Added here due to character limitation in respective field.

Event description:
It was reported that the forceps/irrigation plug was incorrectly reprocessed. The facility was interviewed by the olympus representatives and stated deviation from the reprocessing guidelines. The issue occurred during an unknown event and procedure. There were no reports of patient harm.